Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that ar-8330h sn (B)(6) - buttons don¿t work when plugged into console. Discovered during a case, no adverse affects on patient. Pump remote ar-6482 sn (B)(6) - certain buttons don¿t work, run/stop or pressure down. Discovered during a case, no adverse affects on patient. Scope ar-3350-4030 sn (B)(6) - scratch and/or crack on lens. Discovered during a case, no adverse affects on patient. Sheath ar-3373-4002 sn lot# (B)(6) - (sales order (B)(4) weld is broken, pictures attached. Discovered during a case, no adverse effects on patient. Foot pedal ar-8310 sn (B)(6) - pedals not working. Discovered during a case, no adverse effects on patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3373-4002 sheath batch number: 1458937 was received for investigation. Visual evaluation of the returned device noted that the laser markings were heavily faded. Scratches and nicks were observed throughout the surface of the device, notably on the tip of the shaft. It was further noted that the shaft was no longer attached to the device and would disassemble easily. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage. Date of manufacture: 31-jul-2017.